Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because customer changed out the sets and multiple boluses with no solution. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was flush. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches. The drive support disk was inspected and no anomaly noted. (B)(4).